Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that she started having issues with the battery connection and she changed the battery last night and pump went blank. The customer stated she couldn't continue troubleshooting because she is at work. The customer was advised that we will ship a replacement battery cap.